Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During unpacking of a taxus liberte' 2.25x20mm drug eluting stent the physician noted that the stent was folded. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is determined to be unknown. Product unavailable for analysis